Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic retrograde cholangiopancreatography (ercp) enterogastric anastomosis procedure performed on (B)(6) 2025. During the procedure, the stent did not fully open, only the first flange opened. The second flange did not open and was blocked by the catheter. When removing the endoscope with the stent partially open, a perforation occurred, and it was resolved by stitching the perforation. The patient was reported to have suffered a perforation during the attempt to remove the stent, as a result of the issue, and it was subsequently sewn. Note: it was reported that the axios stent was intended to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) enterogastric anastomosis. Procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the stomach to the small intestine during a enterogastric anastomosis.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf device code a15 captures the reportable event of stent partially deployed.